Event description:
Reported via voluntary medwatch/maude report # mw5104818. It was reported that the artificial urinary sphincter (aus) device had a defective reservoir with a large hole. The device was explanted. No further information was reported.